Event description:
Pt tested on the suspect device with an inr result of 8.0 and a lab result of 4.2 inr. Precision was performed on the deivce and the result was okay. The device was replaced and requested to be returned for evaluation.